Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd autoshield¿ duo safety pen needle shield failed to cover the the needle after use. The following information was provided by the initial reporter: "the device failed to re-sheath after insulin was given into the skin. Resulting with in the needle not retracted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd autoshield¿ duo safety pen needle shield failed to cover the needle after use. The following information was provided by the initial reporter: "the device failed to re-sheath after insulin was given into the skin. Resulting with in the needle not retracted."